Manufacturer narrative:
During inspection by a field service technician, it was noticed, that there were damages to the side rails where the adapter was fixed at the operating table. Further investigation identified that under certain circumstances the adapter can be placed in a position where it could not be fixed correctly and may come loose when pulling on it. The adapter cannot come loose by itself, only by an impact (e.g. Pulling, positioning). If any new information is identified it will be submitted in a supplemental report.

Event description:
Baxter received a report stating that during a procedure, an adapter for head positioning slipped off the standard upper back plate rail when placing a patient. The patient was uninjured, and the procedure was finished without incident. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
According to IFU doc.(B)(4) rev. 05, section 6.1.1 states that the product is only authorized for use on the ts7000 and on the upper back plate h. When used on the upper back plate, attaching the adapter causes the holder to slip onto a bar behind the standard rail. This results in a very small surface area for clamping and securing the adapter. Pulling or moving the adapter can cause it to slip off the standard rail even it is tightened. The device was visual and functional inspected. The result was that the standard rail was damaged. The cause of the issue was that the adapter slipped from the rail. The adapter was replaced.